Event description:
The customer reported an unknown amount of diluent leak from the wm (wire marker) #9 of the lh 500 hematology analyzer during startup. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The instrument did not generate any error messages for this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a loose tubing at the bsv (blood sampling valve) at wm (wire marker) #9. The fse trimmed and reattached the tubing to resolve the leak. The fse also stated that the customer was obtaining no differential results on the abnormal ii control due to a malfunctioning erythrolyse ii and stabilyse reagent pumps. The fse replaced the erythrolyse ii and stabilyse reagent pumps to resolve the no differential results issue which is unrelated to the leak. Failure mode of the leak is attributed to a loose tubing at the bsv at wm #9. Failure mode of the no differential results is attributed to the malfunctioning erythrolyse ii and stabilyse reagent pumps; the instrument generated no differential results on abnormal ii controls to alert the operator of an instrument problem. (B)(4).